Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the left ventricular (lv) lead tip would not pass the guidewire "anterograde or retrograde." The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end of the lead had an issue. The analyst noted that visual inspection and there appeared to be something similar to medical adhesive on the lead distal end. The substance covered the distal end of the lead which prevented the guidewire to pass. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal end of the lead had an issue. There was a material covered at the lead distal end. From ftir testing, the material identified as polyvinylpyrrolidone (pvp). This material covered the lead distal end, and that prevents the guidewire to pass. If information is provided in the future, a supplemental report will be issued.